Event description:
A customer contacted baxter UK reporting that there was a connection issue with home patient (hp)'s titanium adapter and the catheter while in use and the solution was leaking out. The caregiver (cg) contacted the peritoneal dialysis nurse (pdn) at their hospital who told them to get it clamped off and introduce antibiotics. They tried to call a local dialysis clinic and there was no answer. The technical service representative (tsr) advised the cg to take the hp to a local hospital to have proper treatment/repair of the titanium adapter and to stay in touch with the pdn. The hp did go to the hospital for antibiotics as a precaution. It was determined the connection issue was between the titanium adapter and the catheter. There was patient involvement, but there was no patient injury indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. If additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample has not returned to baxter, therefore, no evaluation will be conducted. Upon completion of the investigation, or if additional relevant information becomes available, a follow up MDR will be submitted.